Event description:
Philips received a complaint from the customer that due to an electrical discharge a person who was operating the system got injured and had to be hospitalized.

Manufacturer narrative:
(B)(4). When the investigation is completed a follow- up report will be sent to the FDA.